Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined.

Event description:
During review of a returned homechoice device, a high drain error 101 alarm was identified. This occurred on (B)(6) 2012, in night drain cycle one. This information meets iipv criteria. No additional information is available at this time.